Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reporter and reflects two of three unsatisfactory forceps from the same lot number. (B)(4).

Event description:
A nurse reported that three ophthalmic forceps tips would not open prior to vitrectomy surgery. A fourth pair of forceps were obtained in order to begin and perform the procedure. There is no patient impact associated with this report.

Manufacturer narrative:
The two received samples were found in the original package including cover foil. The samples were visually inspected with the aid of a photomicroscope at various magnifications. The tips are damaged / bent. It was found that the tube is loose and blocks the forceps from activating. Due to surgery residuals found, the complaint could not be confirmed. The samples were used and it can be concluded that they have been bent and probably damaged by an external force during use. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the returned devices have been bent and probably damaged by an external force during use. A manufacturing or design related root cause for the damage of the complained devices has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).